Manufacturer narrative:
(B)(4): complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that during the proximal locking in static mode; the 4.2mm drill bit missed the lfn (lateral entry femoral nail) nail proximal locking screw hold when using the aiming device and protection sleeve. Upon inspection, it was noted there was a slight over gap (loosening) when compared to another same product (lfn aiming device and protection sleeve). There was a twelve (12) minute delay to the surgery. The procedure was completed by playing with the gap until the drill bit aligned with the nail locking screw. There was no noted patient harm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition per the surgeon¿s remarks indicated that during proximal locking in static mode the drill bin would align properly with the lfn. The returned instruments were placed reconstructed together in an attempt to create the complaint condition, but the complaint condition could not be recreated. Alignment of the protection sleeve with the proper proximal locking hole was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to causing the drill bit to hit the nail. Since only the aiming arm and the protection sleeve was returned, it is not possible to determine if the other parts which interacted with both devices during the complaint contributed to the drill bit hitting the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated in the complaint handling unit. It is likely that soft tissue distractions forces are the cause of this complaint condition. It was mentioned seeing gap with the complaint devices, the gap is normal to allow the surgeon the ability to slightly manipulate the protection sleeve with the drill bit to ensure proper alignment to the nail. Per the technique guides, both instruments can be used in the titanium cannulated lateral entry femoral recon nail system and the titanium cannulated adolescent lateral entry femoral nail system. The system(s) is used to stabilize subtrochanteric fractures, ipsilateral neck/shaft fractures, femoral shaft fractures, impending pathologic fractures, mal-unions and non-unions. Both instruments are utilized to aid in locking the nail into place after insertion. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part(s) was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.